Manufacturer narrative:
The pump was returned to animas. The pump did not activate desired pump functions when pressed. The buttons do not have normal spring back or click. Contamination was present under all keypad button contacts. Unrelated to the complaint the battery compartment was cracked at the opening of the battery chamber. There is no moisture behind the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient said that the ok button is not activating desired pump functions when pressed. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.